Manufacturer narrative:
The manufacturer's investigation revealed the following. There have not been any changes in the material formulation. The hub fracture location is on the arterial and venous lumens just distal of the hub. The view under a 20x microscope revealed the catheter was cut with a sharp object. The cut is straight and clean, which is not consistent with a tear caused from pulling the by extremely high pressure in the range of 100-120psi dynamic fluid flow. Furthermore, the preventative maintenance and cleaning schedule of the tooling will be more frequent. However, at the time of this lot's MFR we are unable to determine if the cleaning process would have affected the mfg of this particular lot or tubing.